Event description:
During routine testing, the user found that there was no display on the monitor, and that the sync light was always on. There was no pt involved. Examination of the unit disclosed that a foil on printed circuit board assembly had burned open. The open foil appeared to have been caused by the crt yoke mag ring which had come loose and caused a short. No specific cause for the loose ring could be identified. The event is not occurring more frequently or with greater severity than is usual for the device.